Event description:
Surgery date:1999. At the time the instrument was needed, it was noticed that the tip was broken. The surgery was delayed while a back-up instrument was found increasing the surgery was completed without further incident.